Event description:
Reported that a pt was burned by a bur. She was told by the people in surgery that the shaft part of the bur was bent some how or another and it was moving, so it got hot; therefore, burning the skin on the pt. There was more product available so the surgery was completed, however, unable to say if a f/u surgery will be necessary. Bur was discarded, but customer will return remaining burs with same lot#.

Manufacturer narrative:
A burn was reported, but when asked, rptr was unable to give details on the severity of the burn. Device was rec'd, and will be sent to the mfg site for investigation. Once completed, a f/u report will be submitted with eval results.